Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the existing cartridge contained 250 units of insulin; customer reloaded the existing cartridge, but received a minimum fill notification. Customer's blood glucose level was 252mg/dl. Reportedly, a new cartridge was filled and loaded successfully.